Manufacturer narrative:
Approximate age of device- 5 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced red heart alarms and connected to power module showing low flow, low speed, low pi, and power which were all 0. The device alarmed to switch the system controller and the patient switched with the backup system controller. The backup system controller functioned for 10 to 15 mins and alarmed again as one battery from the black lead side wasn't working. The batteries were exchanged. The patient experienced another red heart alarm. The patient was brought to the emergency room and was in stable condition while placed on dobutamine drip. The patient was scheduled for operating room, but suddenly crashed and passed away on (B)(6) 2018. The manufacturer's technical service representative reviewed the log file and observed low voltages on the patient cable while attached to the power module. Pump stops were also observed while on batteries and power module which is indicative of driveline damage. The clinician suspected that the patient died from cardiogenic shock. There will be no autopsy and the device will not be returned for evaluation.